Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device worked very well until (B) (6) 2009, when the pt fell. Afterwards the device did not work as well and then it stopped working. A revision surgery was carried out in (B) (6) 2010. Afterwards no gain was noted. With the audio processor on, the pt was not able to hear anything. Aided and unaided thresholds were measured in soundfield with warble tones and showed no difference. The ap was seen to be functioning properly.